Event description:
After intra aortic balloon pump for one week, the "blood detected" alarm sounded from the system 97 pump and blood was noted in the catheter. (Event complications: none from the event - reported 9/8/98.) (Pt's current status: unk - rpt'd 9/8/98.)